Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a high rate of no disposable alarms was noted. No patient consequences were reported. No adverse effects were reported.